Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that a power on reset (por) occurred. The code was noted to be 0 x 8. The por was successfully cleared with no other actions. The patient¿s status was noted to be alive with no injury. It was further reported that it was unknown what exact por code occurred.